Event description:
It was reported that a cartridge alarm occurred. There was no reported adverse impact to customer's blood glucose. Customer loaded a new cartridge onto the pump and the issue resolved.